Event description:
N/a.

Manufacturer narrative:
The product was not returned so the evaluation was unable to be performed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. There was no service history for the device under evaluation. The reported complaint was not confirmed. No root cause was determined device identifier: (B)(4). Product identifier: (B)(4).

Event description:
N/a

Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10. UDI #: (B)(4). The device was returned for evaluation. During service evaluation, it was identified that the handpiece had a vibration alarm and no amplitude due to a faulty transducer. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. There was no service history for the device under evaluation. The reported complaint was verified as valid.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A service manager reported on behalf of the customer that after switching on the cusa and completing the wait period when the amplitude test was pressed, it did not pass; it had given a vibration alert. Later in run mode, when the orange vibration foot pedal was pressed, there was no output and it gave a vibration alert again. The customer tried to change the tip and manifold tubing but there was no change. After then, the distributor's engineer confirmed the problem was with the c2602 cusa excel 36 khz straight handpiece used. The engineer checked the same cusa console with another known good 36 khz handpiece and found the cusa to be working properly. The date of the event was not specified. Patient contact, injury and surgery delay were unknown. Additional information has been requested.